Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert. Interrogation revealed a battery performance alert notification. In addition, atrial oversensing was discovered, which caused inappropriate mode switching. The atrial lead was capped. The device and lead were replaced. The patient was stable.